Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latch insep was damaged. A field service engineer replaced latch insep to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed drawer. The customer reported that medications were retrieved from the pharmacy and confirmed that there was no harm to any patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station's full-height cubie drawer had malfunctioned, displaying an error message indicating that it should remain closed. A field service engineer identified a malfunctioning latch and replaced it to rectify the problem. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed drawer. The customer reported that medications were retrieved from the pharmacy and confirmed that there was no harm to any patient. There were no adverse events or injuries reported based on this event.